Manufacturer narrative:
The device was cleaned, disinfected, and sterilized before requesting repair. The presence of foreign material adhering to the device was not known. Pre-cleaning information: there was no delay to the start of pre-cleaning which was done properly. The air/water nozzle was flushed with air/water and detergent solution. Information on manual cleaning: the accessories used for reprocessing were normal and without issues. Liquid was sent to the air/water nozzle. The air/water nozzle was wiped/brushed with clean lint free brush/cloth/sponges. The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, due to clogging of nozzle, air supply volume did not meet the standard value, due to clogging of nozzle, water removal ability did not meet the standard value, nozzle had foreign objects, adhesive on angle rubber white-clouded area, switch 1 scratched, suction cylinder shaved, air/water cylinder corrosion, up/down knob corroded, universal cord wrinkled/scratched, image guide protector scratched, protector of universal cord on control section side scratched, protector of universal cord on suction connector side scratched, adhesive around objective lens peeled, adhesives around objective lens had white-clouded area, adhesives around light guide lens had white-clouded area, distal end dented, and connecting tube scratched. The faulty parts will be replaced, and the device will be returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for an re evis lucera colonovideoscope, having poor air/water supply. It was reported that the issue occurred during an unknown procedure and the procedure was completed. Upon inspection and testing of the returned device, foreign material was found clogged in the scope nozzle due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The instruction manual operation manual ¿chapter 3 preparation and inspection, 3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system¿ describes the following warning: "9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." "1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.